Event description:
The physician was attempting to implant a visi-pro balloon expandable stent system in the right proximal common iliac artery. Target lesion had moderate tortuosity, moderate calcification and 70% stenosis. The lesion was pre-dilated and IFU was followed. No issues identified to device or packaging prior to use. It was reported that the physician was unable to be deliver the stent. It was reported that the stent dislodged during removal following the failed delivery. It was reported that the physician was unable to remove the stent. A 4.0 evercross balloon was used to push the stent up to the right common iliac artery to expand the stent. A second visi-pro stent was used to treat the entire lesion site. Post-dilation was done using the original stent delivery balloon. No patient complications reported.

Manufacturer narrative:
Evaluation summary: one visi-pro device was received inside a previously opened visi-pro pouch which indicated lot a264725. No ancillary devices were included. The visi-pro was returned without the stent. The catheter was inspected and the balloon was not inflated. Examination of the balloon revealed witness marks of the entire stent and also indicted that the stent was well-centered between the balloon marker bands. The balloon profile, while consistent in appearance with a non-inflated balloon could not be accurately assessed due to the pliable nature of the balloon material and the fact that the stent had been off the balloon for an undetermined but extended length of time. A 0.035¿ guidewire and 6f sheath from the lab was successfully loaded with no resistance experienced.

Manufacturer narrative:
Correction UDI # added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.